Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 12/01/2014 and could not confirm the reported event of permanent loss of antenna.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report a permanent out of range signal on (B)(6) 2014. Reset was unsuccessful for the reported issue. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.